Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device not available for return. Disposed of after case.

Event description:
It was reported: 4.2mm x 340mm drill bit tip broke off in patient¿s calcaneus and was irretrievable.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: 4.2mm x 340mm drill bit tip broke off in patient¿s calcaneus and was irretrievable.